Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Devices switching on automatically. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed out qat from heartsine technologies on the 10th september 2009. Experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There were no ten minute manual power ups recorded in the history log. However, during testing the green status led became constantly illuminated, which had caused a high current drain. This would indicate a failure of the membrane. The reported fault was witnessed during the investigation and could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Devices switching on automatically. There was no patient involved in this event.